Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr stent could not enter the rebar 27 microcatheter, and the stent tip end had obvious resistance. After replacing it with the stent of the same model, there was no such problem. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no patient involvement. Additional information received reported the resistance was in the proximal section of the catheter. Continuous saline flush was adm inistered and maintained as indicated in the instructions for use (IFU). The guide wire at the tip of the stent was kinked. No damage to the catheter was observed.